Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. On (B)(6) 2020 the physician contacted the company representative to reported that the patient had an infection in his ventricle. The physician was unsure the cause of the infection and stated the infection could have been caused when the pump was implanted. The environmental, external or patient factors that may have led or contributed to the issue was unknown and the physician reported that the patient¿s csf (cerebral spinal fluid) and blood tested positive for gram negative rods. The diagnostics and troubleshooting was reported as the physician planned to take the pump and catheter out. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported regarding the event.